Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that during a CT scan on their face the amplitude and intensity on their implantable neurostimulator (ins) increased. The patient stated that there was no discomfort but it was noticeable. The indication for use for the implanted device was noted as non-malignant pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.